Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited an increase in shock impedance measurements with several values above 125 ohms. Testing was performed using 1.1 and 41 joule shocks and the shock impedance measurements were within an acceptable range. Boston scientific technical services (ts) discussed that the lead should be replaced as a lead issue cannot be ruled out even though other measurements are normal. The physician was to consider replacing the lead. At a later date, the system was deactivated and abandoned surgically in the patient. The reason was not considered to be related to the device. No additional adverse patient effects were reported.